Manufacturer narrative:
The event of angioedema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Further follow-up with the patient and healthcare professional provided the following information: patient provided an update about additional treatments including, "prednisone, hydroxyzine, allegra, doxycycline, tagamet, ativan, vitrase, epinephrine, scoping, and intubation. Patient is suffering from angioedema- which is causing the airway to close, and tongue swelling. Patient's treating allergist also reported that two days after injection, the patient had an allergic reaction in which they experienced "swelling in the face and lips, local swelling at the injection sites, and a flaky, itchy rash on their chest." Healthcare professional stated that the patient went to the emergency room at a local hospital and was given prednisone and benadryl for "presumed" angioedema. Additionally, a rhinoscopy was performed on the patient but there were no notes on the results of that examination.

Manufacturer narrative:
Medwatch sent to FDA on 7/7/2016. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of allergic reaction, infection, nodules, swelling and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Precautions: "as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed." Adverse events: ¿the most common injection-site responses for juvéderm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.¿ post-market surveillance: ¿the following adverse events were received from postmarket surveillance for juvéderm® ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache.¿ ¿inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess.¿ ¿serious adverse events have infrequently been reported for juvéderm® ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain.¿ ¿the onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks.¿ ¿additionally there have been reports of nodules, infection, and inflammation.¿ ¿the onset of nodules generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaid¿s, antibiotics, steroids, and hyaluronidase. In most cases nodules resolved within 1 month.¿ ¿the onset of infection generally varied from immediate to 1 month post-injection. The treatment prescribed included antibiotics, pain killers, and antibacterial drugs.¿

Event description:
Patient reported that after injection in the nasolabial folds with juvéderm ultra plus xc, the patient experienced swelling in the face, pain when smiling, nodules up on the nose, under the eyes and everywhere else on the face," noticed immediately after injection. Patient was treated with a z-pak and ibuprofen. Healthcare professional referred to the event as an allergic reaction, a "biofilm or some sort of infection," and noted that the patient was admitted to the hospital. Patient was concomitantly injected with juvederm voluma xc the in the "mid face and zygomatic process." Symptoms are ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2016-00548 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm ultra plus xc, also a device manufactured by allergan.